Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator has a battery issue. Unit did not alarm battery low. However, battery duration was about 1 hour. Unit shut down while on a patient. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, patient was manually ventilated. Battery was replaced on vent and patient was placed on vent again.